Event description:
Information received regarding the explanted device notes >2500 ohms lead impedance and no pacing spikes seen on the ECG. There was no evidence of lead failure and the connection appeared to be "o.k.". Therefore a new pulse generator was implanted. There were no consequences to the patient.